Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, ventricular safety pacing indicated far p-wave oversensing on the rv lead. The device was reprogrammed and the lead remains implanted. The patient was stable.